Event description:
It was reported that as lvp 20d 1.2m tubing cracked was defective. The following information was provided by the initial reporter: material no: 2202-0007 batch no: unknown (20015796 was provided but not yielding results in material grid) it was reported that tubing was defective while in use.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customers complaint of tubing defective/damaged could not be verified by visual inspection and testing. Visual inspection of the infusion set was conducted and there was no evidence of damages or broken components. The infusion set was then primed and placed in an alaris pump for a simulation infusion. The alaris pump was set at a pumping rate of 125 ml/hr for a period 15 minutes. There were no occlusions, no air-in-line and no leakage throughout the entire infusion set. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. No root cause could be established because the customers complaint could not be replicated.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20015796. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 1.2m tubing cracked was defective. The following information was provided by the initial reporter: material no: 2202-0007 batch no: unknown (20015796 was provided but not yielding results in material grid) it was reported that tubing was defective while in use.